Manufacturer narrative:
(B)(4). Evaluation of the returned device found it fully clip deployed. The external and internal components were in the correct post deployed positions and undamaged. There was no damage or abnormalities detected that would have contributed to the report of the clip not taking. Based on the analysis of the device the reported event could not be confirmed. Causes for the clip not taking or closing the site due to retraction during clip deployment which will result in clip deployment above the artery or a partial capture are the operator not maintaining downward pressure or not maintaining a 60 to 75 degree angle during clip deployment. There was no manufacturing or quality issues detected. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the "clip did not take" and manual compression was applied to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.